Manufacturer narrative:
This report is submitted on july 12, 2021.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment and an infection surrounding the implant site. Subsequently, the patient underwent removal of abutment on (B)(6) 2021.